Event description:
The customer reported screen noise and normal screen does not display during inspection for use involving a colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - Initial Reporter Establishment Name: (b)(6) Medical CenterD3 - Address: (b)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.